Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 03-apr-2011, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 03-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient had a revision on the lead because it was not working. Patient stated supposed to have stim down right and left side. Patient noted only getting half stimulation, patient did many adjustments, and nothing happened on the right side. It was mentioned patient had problems with lead which was not hitting correct location. No further complication and no symptoms were reported.